Event description:
It was reported that insulation damage was noted on the left ventricular lead via fluoroscopy, prior to a routine device change out. No electrical anomalies were noted. The lead remained implanted.